Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported non integration. Upon visual inspection cc noticed that two implants were fractured. Doctor's assistant confirmed by phone on (B)(6) 2021 that implants fractured. Tooth location: 15. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) and one unknown biomet implant were returned for investigation. Visual evaluation of the as returned products identified sign of use (bone residue around the external threads) and fracture across the threads. Device history record (DHR) and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.